Event description:
It was reported that the user experienced a low blood glucose event to 62 mg/dl, felt tired, and self-treated with oral glucose tablets with symptom resolution shortly after; the cause of the low was unclear and the user planned to discuss recurrent lows with a clinician. Symptoms included fatigue consistent with hypoglycemia. Outcomes included self-treatment at home without escalation of care or hospitalization. Investigation included review of the event details and troubleshooting education provided to the user, including direction to contact the clinical line for further guidance. Investigation of this case revealed no confirmed device malfunction or component issue, and no device-related factors were identified from the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.